Manufacturer narrative:
Patient date of birth, age unk. Patient gender unk. Patient weight unk. Patient ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk. The system was evaluated on-site by a field service engineer. The system was exhibiting low max energy (low energy output). The system was de-installed and replaced with another spectranetics cvx-300 excimer laser system. After evaluation, investigation and repair were complete, low max energy (low energy output) was determined to be the cause of the reported failure, requiring de-installation and replacement of a new system.

Event description:
On (B)(6) 2022, a procedure commenced necessitating the use of the spectranetics cvx-300 excimer laser system. However, the system displayed a power error and service lights and could not be used. The patient was unable to be treated and the procedure was postponed. This report captures the cvx-300 which malfunctioned, resulting in a delay of treatment.